Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the failed battery test alarm was performed. Customer was advised to replace the battery on the insulin pump and call back if the issues persist. Customer advised they had a black closed circle on the insulin pump and a bad battery alert.